Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot p308 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot p308 shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. At the time of this report, the analysis of the returned kit and photographs is still in process. A final report will be filed when the analysis is complete. (B)(4)

Event description:
The customer contacted therakos to report they experienced a centrifuge bowl leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported the centrifuge bowl broke during the procedure. The ecp treatment was aborted and residual blood within the kit was not returned to the patient. The customer reported the patient was in stable condition. The customer returned photographs and will return the kit for investigation.

Manufacturer narrative:
The complaint kit, smart card and customer provided photographs were returned for evaluation. Smart card data showed an alarm #7: blood leak? (Centrifuge chamber) alarm occurred after 107ml of whole blood had been processed. The centrifuge bowl and drive tube of the kit, as well as the leak detector strip were returned to for evaluation. The leak detector strip appears to have been removed from the centrifuge chamber wall. The drive tube has been twisted from the force of the bowl breaking away from the bowl holder, pulling the bowl from the drive tube, but shows no other damage other than missing bearing seals. The bearing stops could not be moved. A visual inspection of the customer provided photographs showed that the centrifuge bowl had dislodged from the bowl holder during treatment. A material trace of the bowl assembly and its components used to build lot p308 found no related non-conformances. The device history record (DHR) review did not result in any related nonconformances. This lot passed all lot release testing. The most likely root cause of the bowl break was due to improper installation of the centrifuge bowl into the bowl holder by the end user. No further action is required at this time. This investigation is now complete. (B)(4). N.s. 18-feb-2026.